Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification number was not provided by the complainant. Myosure hysteroscope: according to the instructions for use (IFU): warnings: uterine perforation can result in possible injury to bowel, bladder, major blood vessels, and ureter. Precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).

Event description:
It was reported a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2017 and when the hysteroscope was inserted the fluid deficit rose to 500ml. The doctor suspected a perforation and aborted the procedure. It is unknown if intervention was required.